Event description:
A customer reported to baxter (B)(4) a flogard set in which the tape on the flo-gard infusion set is not placed correctly and the set is unsterile. This condition occurred before-use. There was no patient injury or medical intervention necessary.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). A customer initially reported a nonsterile set. Upon further investigation, the customer modified their initial report and stated that the shipping carton of the set did not have tape on it. This modified report would not likely cause or contribute to a death or serious injury if the malfunction and/or use error were to recur. Therefore, no evaluation will be necessary to be performed in a medical device report.